Manufacturer narrative:
Evaluation codes, resultsand conclusion: endoleak. Plaque at the proximal end of the aortic neck and type ii endoleak.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. There was a piece of plaque at the proximal end of the aortic neck that was not seen previously on the CT. It was reported that after the stent graft was implanted there was a proximal type 1 endoleak and a type 2 endoleak. A reliant balloon was inflated several times in the proximal end of the bifurcated stent graft. It was apparent that there was something pushing against the stent graft creating the type 1 endoleak, which was thought to be the piece of plaque. The balloon was aggressively inflated and expanded the stent graft all the way out. The type 1 endoleak almost resolve (5% remained). The type 2 endoleak was confirmed by inflating 1 reliant balloon in the contralateral gate area and another reliant in the opposite side in the ipsilateral limb. The type 2 endoleak almost resolved. The pt will be monitored. No additional clinical sequelae were reported and the pt is fine.